Event description:
This report is based on information provided by local philips distributor personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating ¿processor defective¿. There was no report of patient or user impact. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
The therapy pca sn (B)(6) was returned to philips for additional analysis. The distributor evaluated the device on site and determined that there was a malfunction of the therapy pca, which was replaced, and the device was returned to full functionality. The complaint was escalated for technical complaint investigation and the results indicate that there was no fault found with the therapy pca. Alleged failure could not be recreated during failure analysis. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available.  Based on the information available and the testing conducted we were unable to replicate the reported problem. Alleged failure could not be recreated with the therapy pca during failure analysis. The reported problem was not confirmed. There is insufficient information available for final failure analysis because there no additional information available from the distributor. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and potential severity s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after the therapy pca was replaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.